Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the entire system was removed on (B)(6) 2017. Additional information was received from the healthcare provider (hcp) on 2018-02-16. The hcp reported that the ins failed and was removed. The patient arrived at the hospital on the day of removal walking but with an unsteady gait. The patient reported having symptoms in all 4 extremities of numbness, tingling and pain. The hcp reported that the patient¿s symptoms didn¿t improve and she had persistent pain radiating down her left leg. The hcp reported that the patient wanted the ins out to have imaging done for other purposes. The hcp reported that the battery was removed and the leads were cut and removed. No further complications were reported.